Manufacturer narrative:
Additional information: g4,h2, h3, h6 & h10. An event of a deformity upon deployment of the device inside the patient was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, the distal disc of the device did appear to deploy deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission when received.

Event description:
A 28 mm amplatzer septal occluder was chosen for procedure. The user reported the product was deformed and would not lay flat upon deployment. A different 28 mm amplatzer septal occluder was chosen (lot# 7049276) and implanted successfully. No patient consequences were reported.